Manufacturer narrative:
DHR review part number: se-1515ti, bme lot number: bse160455, lot expiration date: 28 december 2021, supplier lot number: n/a, manufacturing date or release to warehouse date: 18 january 2017, supplier: n/a. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. (B)(4). This was discovered while performing inventory counts./ there were no patient involvement,and device was not implanted or explanted. Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that the: visual inspection was performed to determine the failure mode of this complaint. Inspection showed that the inserter broke on the feature that keeps the implant on it's open position, therefore making it look like it was not seated properly. Performed (B)(6) 2017. After investigation, it was determined that the most probable root cause is the injection molding process combined with some design deficiencies. Corrective actions are currently being implemented device history records review was conducted. The report indicates that the: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the staple doesn't look like it is seated properly in the insertion handle of the speedtitan compression implant kit 15x15 mm device. This was discovered while performing inventory counts. There was no patient involvement. This complaint has 1 device. This report is 1 of 1 for (B)(4).